Event description:
It was reported to medtronic neurosurgery that the ventricular catheter was leaking.

Manufacturer narrative:
The ventricular catheter was cut in half 6 cm from the proximal tip. The edge of the catheter break was uneven. It is unk how or when this damage occurred. The two segments were patent and passed leak testing when tested individually. The catheter also met all specifications for tensile strength and ultimate elongation. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears." A review of the mfg records showed no anomalies. No impact to the pt was reported.